Event description:
During the procedure when the physician went to deploy the subject device, the stent came out a little and then it became stuck at the end of the microdelivery catheter. The physician was able to successfully remove the subject device and completed the case with another unit. The patient was reported in good condition.